Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: the mean age of the patients was 64.7 ± 23.1. Gender(s)sex(es): 28 males, 28 female 28 eyes. Date of event: unknown, not provided. Model number: complete model unknown, only partial model 350 provided, additionally, the serial number was not provided. Catalog number: complete catalog unknown, only partial model 350 provided, additionally, the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. Bravetti, g.,mansouri, k., gillmann, k., rao, h., & mermoud, a. (2020). Xen-augmented baerveldt drainage device implantation in refractory glaucoma: 1-year outcomes. Graefe''s archive for clinical and experimental ophthalmology. Https://doi.org/10.1007/s00417-020-04654-3. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: xen-augmented baerveldt drainage device implantation in refractory glaucoma: 1-year outcomes. A retrospective single-centre study was done to evaluate outcomes of xen-augmented baerveldt drainage device implantation in refractory glaucoma and factors predicting surgical success. Out of a total of 60 eyes included in the study, 21 eyes were classified as complete failure needing additional procedures for iop control. Postoperative complications included ocular hypotony (n=10), xen gel stent obstruction (n=7), displacement of xen gel stent into the baerveldt (n=2), hyphema (n=2), and insufficient intraocular pressure (iop) reduction (n=8). Intervention for insufficient iop reduction, xen gel stent obstruction and displacement of xen gel stent into the baerveldt included reoperations involving implantation of new xen gel stent into baerveldt tube for 8 patients, simple repositioning of xen gel stent for 1 patient, replacement of the system by a single baerveldt tube for 1 patient and cyclodestruction for 7 patients. This report is for the unknown 350 model reporting adverse events. Separate reports are being submitted to capture the reported product problems for the bg103-250 and the unknown 350 model. A separate report is being submitted to capture the bg103-250 for the adverse events.